Event description:
It was reported that patient presented for lead revision due to low impedance. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.